Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with their right ventricular (rv) lead exhibiting loss of capture, and varying and increasing threshold levels. A lead dislodgement was suspected. A lead revision was completed. The following day, the post-op interrogation revealed ventricular non-capture/intermittent loss-of-capture was observed again. An echocardiogram revealed a pericardial effusion, and possible right ventricular lead tip perforation which induced an arrhythmia. Another intervention was completed to remove and replace the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.